Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/2/2021. H.6. Investigation: three protector samples attached to a vial was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector or protector membrane. The protector was properly fitted to the vial and the needle penetrated the stopper properly. Functional testing was completed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples could not be evaluated. Based on our investigation, we cannot identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage between the protector and vial. The following information was provided by the initial reporter: this is a report about leakage between the protector and the vial. The customer is using assembly fixture. The drug used is difolta. The following samples will be return from the customer. Three vials attached to protector14js. One of the three vials is the affected vial but which one remains unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage between the protector and vial. The following information was provided by the initial reporter: this is a report about leakage between the protector and the vial. The customer is using assembly fixture. The drug used is difolta. The following samples will be return from the customer. ·three vials attached to protector14js one of the three vials is the affected vial but which one remains unknown.